Event description:
Procedure type: lap tep inguinal hernia repair. According to the reporter: after inserting the balloon and inflating it, he realized that the balloon had burst. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).